Event description:
Boston scientific received information that this right ventricular (rv) lead got gore covering and conductor damage. Additional information received indicated that the damage was noticed after the lead was removed and reattempted for repositioning. This lv lead was never in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant, and upon removal from the patient, the lead sustained damage to the gore covering and the conductor was observed to be fractured. This lead was attempted, but not implanted. Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Requests to return this lead have been made. However, there was no confirmations that lead had been returned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.